Manufacturer narrative:
(B)(4). An investigation was performed based on the gathered complaint information. It was clearly stated that the lift did not tip over the transfer of the residents' weight was held back by the staff member, which in turn seems to have caused the injury. When reviewing the reportable events for medi ssl2 we have not found any complaint with similar event description, where such device would tip. During the event the device was used for the resident transfer and the transfer was completed without any patient receiving injury. Following the information reported by the customer facility, no device malfunction was stated. There were no reports of repairs to the castors and all castors of lifts at the facility were checked and found to be correct. No reports of any issue between the event taking place and the latest technician visit. Therefore it appears there has been no technical deficiency with the device that could have had an influence on the event. As the incident happened in 2012 we can only make an attempt to find the cause of the situation when during use with a resident a lift is tipping. As per analysis of the data for the previous cases on the similar active devices tipping of the active lifts is highly improbable. This can only be caused by a misuse when the caregiver moves the lift by pushing/pulling on the boom laterally while the base/leg is blocked by an obstacle. But still it is not likely to happen since the center of gravity is only inches above the floor with this type of lift device. Note that also in the described incident the device was not a subject to tipping over completely. The device operating manual 001.20751 from december 2003 (rev 4), in the part of safety instructions & warnings, informs: "do not attempt to push or pull a loaded lift over a floor obstruction, which the casters are unable to ride over easily." "Do not push the lift over uneven or rough ground, particularly if loaded." There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. Based on the above the device use error could not be ruled out, arjohuntleigh in the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling.

Event description:
Arjohuntleigh has recently become aware of the event from december 2012 indicating that as a consequence of transfer activities, using the medi ssl2 standing aid, the caregiver suffered shoulder injury, which was indicated to have required surgery. Therefore this event was decided to be reported to the competent authorities, as the device was being used at the time of the event and played a role in the reported incident. According to the information that has been reported by the customer, while attempting to move the resident towards the wheelchair the back wheel turned (did not break off or otherwise fail) allegedly causing the lift to tip.